Event description:
It was reported that the patient felt dizzy and had a heart rate in the 30's. The right ventricular (rv) lead was noted with high threshold. The right atrial (ra) lead was noted with occasional p-wave undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.